Event description:
The customer reported that while sealing the omentum, an end tone, indicating a completed seal cycle, was heard but sealing was not completed. Another device was used to complete the procedure without incident.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample is not available for eval. Additional questions in regard to the incident have also been asked. If additional info pertinent to the incident is obtained, a follow-up report will be submitted.